Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed 8015 error 600.6835. Technical support- instructed craig to transfer network configuration. After network parameter was successfully uploaded to pcu, the error was cleared. Craig confirmed pcu connected to server. A review of the device history record for sn (B)(4) was performed from (B)(6) 2019 to (B)(6) 2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support- instructed craig to transfer network configuration. After network parameter was successfully uploaded to pcu, the error was cleared. Craig confirmed pcu connected to server. The customer reported problem was confirmed.

Event description:
The customer reported error 600.6835.